Event description:
It was reported that the curvature on two size 8 disposable inner cannulae (dic) was too extreme and thus were impossible to insert. The home nurse on duty was also unable to insert the components. A different dic was inserted without further incident. The pt is an end-stage als pt. No pt injury was reported. It is unknown whether either device involved will be returned to the MFR for evaluation. However, the user will return several unused units from the same lot for evaluation.